Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the guidewire failed to advance through the left ventricular (lv) lead, while the stylet encountered difficulty advancing through the right ventricular (rv) lead, resulting in the rv lead being unable to reach the ideal position. Both the lv and rv leads were not used and replaced on 11 sep 2025. The patient was recovering following the procedure.

Manufacturer narrative:
The reported event of failure to advance guidewire inside the lead was confirmed. A complete lead without a guidewire was returned in one piece. Visual inspection found offset of the inner coil at the distal region of the lead. X-ray inspection found bunched up of the inner coil inside the connector region consistent with procedural damage. The cause of the reported event was isolated to bunching of the inner coil inside the connector region and off set inner coil at the distal region consistent with procedural damage. The s-curve height was measured within specification. No lead anomalies were noted except for procedural damage.